Event description:
It was reported, that the subject device image is not steady. It comes and goes. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, e1, e2, e3. The device was returned to olympus for inspection, but olympus was not able to confirm the customer failure. The following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) is broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore the image is purple. Olympus will continue to monitor field performance for this device.